Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead was suspected to be dislodged due to impedance measurements greater than 1000 ohms. All other measurements were appropriate. It was noted the lead would be revised at the device replacement procedure. At the changeout procedure, this lead was surgically abandoned due to impedance measurements greater than 3000 ohms and increased threshold measurements. No adverse patient effects were noted.